Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. The lead was returned cut. The connector pin and pacing coilof proximal area were missing. Impedance issue could not be verified.

Event description:
It was reported that high impedance was observed. Lead fracture suspected. Lead was explanted and replaced.